Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir leaked and insulin is inside of the pump compartment. The customer's blood glucose reading was 305 mg/dl at the time of incident. Troubleshooting found that the customer threw away the reservoir and cannot return it for analysis. Customer declined to troubleshoot for fluid in the pump. No further details given.